Manufacturer narrative:
The sample was not returned for eval. The mfg process was reviewed and no deficiencies were found that would have contributed to the reported event. The device history report review was not possible since no lot number was provided. The directions for use state in the removal of device section: "to remove the catheter from the rectum, the retention cuff must be deflated. Grasp the catheter as close to the pt as possible and slowly slide it out of the anus." It is not known if the cuff was completely deflated before discontinuation of the device. The directions for use also state in the warnings section: "do not over inflate retention cuff. Rectal bleeding should be investigated to ensure no evidence of pressure necrosis from the device. Discontinuation of use of the device is recommended if evident." In the contraindication section, it states: "do not use for more than 29 consecutive days. Do not use on pts known to be sensitive to or allergic to any components within the system. Do not use on pts who had lower large bowel or rectal surgery within the last year. Do not use on pt's with any rectal or anal injury, severe rectal or anal stricture or stenosis (or on any pt if the distal rectum cannot accommodate the inflated cuff), confirmed rectal or anal tumor, severe hemorrhoids, or fecal impaction." (B)(4).

Event description:
It was reported via medwatch # (B)(4) that the pt developed a bleeding ulcer in the distal rectum requiring multiple blood transfusions. The pt had been admitted to the ICU following an acute mi and cardiogenic shock with cardiac arrest. Rectal tube was placed on (B)(6) 2011 due to black tar like stool. The pt had suffered renal failure and respiratory failure, as well as severe thrombocytopenia with suspicion for hit and was receiving argatroban. On (B)(6) 2011, the pt developed massive hemorrhage from the rectum; she underwent an angiographic eval with embolization of the rectal artery x 2 by ir, and required multiple transfusions.